Event description:
It was reported that pump display had pixel issue that affected customer ability to read and interact with screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.